Event description:
As rpeorted by a service technician delivering a portable oxygen system to a hospital: removed an oxygen regulator from a drawer inside their delivery truck and attached the regulator to a catalina cylinder which had attached to it a sherwood valve. The technician found the valve difficult to rotate as if sticking. The technican applied extra torque, and the valve opened rapidly pressurizing the regulator at full force of oxygen. The regulator immediately began to spew sparks through the pressure gauge. Sparking only lasted a few seconds. Technician then turned off the post valve to stop the flow oxygen. No injury or property damaged occurred.